Manufacturer narrative:
This report is submitted on december 31, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced breakdown of the skin flap at the implant site and subsequently underwent skin revision surgery on (B)(6) 2018. The patient is being clinically managed by the health care provider.